Event description:
Allegedly the component disassociated.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed and analysis shows no trends for the item. X-rays provided. Product not returned for evaluation. Product and lot number not provided. Based on the information provided, no conclusion can be drawn as it relates to our product.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete.